Event description:
It is reported that the patient received a shoulder implant in 2007, and later developed an abscess. This, later required a medical procedure to treat in (B)(6) 2010, and the abscess subsequently burst open after the procedure.

Manufacturer narrative:
Information was received from a consumer who is not required to complete form 3500a. This report will be amended when our investigation is complete.